Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU) and/or on the product label. Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred thirty minutes into a patient¿s continuous renal replacement therapy (crrt). Blood leakage was visually observed outside the filter membrane, and the treatment was immediately discontinued. The machine, a multifiltratepro (mft) alarmed appropriately with a blood leak alert. The specific location of the leak was not provided. No damage or defects were noted on the dialyzer, and there was nothing unusual noticed during the priming or setup. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was reported that the event resulted in 50 ml or less of blood loss. The patient completed their treatment after being re-setup with a new dialyzer on the same machine. There was no reoccurrence after treatment was restarted. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.